Event description:
It was reported that oversensing was noted via remote monitoring alert. The pace impedance measurements were high but stable and the r wave amplitudes were low but also stable. A review of the case by technical services (ts) noted multiple inappropriate therapies (shock and anti tachycardia therapy) due to artifacts on the right ventricular channel. Ts discussed replacing this right ventricular (rv) lead as the patient seemed at risk for further inappropriate therapy delivery. A revision took place and the lead was left insitu while the device was explanted and discarded by the hospital. No additional adverse patient effects were reported.